Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the act and escape button of the insulin pump was hard to press as well as motor error alarm. Customer¿s blood glucose level was unknown. Customer stated that the insulin pump was locked up before and was unresponsive. Customer also reported that the insulin pump had changing batteries more frequently, battery cap was worn, unexplained no delivery alarms, slower to rewind and to rewind more than once per prime. The insulin pump will not be returned for analysis.